Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances in a percept pc system after replacement. Intra-operative the impedances were okay. Post-operative, some impedances were too high. Furthermore error codes 1703 and 1098 were shown (out of regulation). No patient symptoms or further complications were reported as a result of this event.

Event description:
It was reported that there were high impedances in a percept pc system after replacement. Intra-operative, the impedances were okay. Post-operative, some impedances were too high. Furthermore, error codes 1703 and 1098 were shown (out of regulation). There were no external factors. They excluded the contact from therapy. The issue was not resolved. Additional information was received reporting that the cause of the event was not determined. The patient was stimulated on another contact; therapy outcome was fine with this new stimulation setting. The issue was not resolved but the situation will be observed over time; if necessary surgical intervention will be scheduled but that is currently not needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.